Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
It was reported to baxter (B)(4) that at least twenty intermate devices were leaking from the winged luer cap before use. This is report number 19 of 20. The devices were filled with pamidronate when the leaks were observed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.